Manufacturer narrative:
UDI - (B)(4). The DHR shows no abnormalities related to the reported failure. The investigation of the returned device did not confirm the reported complaint. The functional testing did not find any failures or issue . With respect to the complaint, it was confirmed the returned unit did meet all specific functional test. The device is first time in repair. The observed condition is likely improperly handling of the device. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the rocker arm of the a3059 mayfield composite series skull clamp loosened during a tumor resection surgery on (B)(6) 2020. The surgeon insisted that he had turned the lock knob on rocker arm to fixed position. The male patient (between 40 - 50 years old) incurred a seven (7) centimeter (cm) long cut, roughly 0.5 cm deep which was stapled. The event led to a ten (10) minute increase in surgery time.